Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. The patient reports that she has experienced agonizing pain. In (B)(6) 2003 the mesh had eroded and protruded into the vagina and through the vaginal wall. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.